Manufacturer narrative:
The device passed displacement test, selftest and active current test. The device failed sleep current test. High sleep current isolated to electrical board. Pump error 25 due to connector resistance issue. Low battery alert less than one week not confirmed.

Event description:
Customer reported via call that the insulin pump received low battery alert prior to the replace battery alert or replace battery now alarm in less than one week. Customer's blood glucose level was unknown. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.